Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, she woke up with high blood glucose of 598 mg/dl. Customer stated she was the cause of the high, as she was had to do a set change last night but she just suspended the device as she was too tired. Customer declined troubleshooting. The device is not returning the device for analysis.